Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis of the device memory confirmed that therapy was available at the time of explant. It was concluded that the operation of the device in safety mode was a result of memory corruption; however, the cause of the memory corruption could not be determined. No further analysis was performed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned for reliability analysis.

Event description:
Boston scientific received information that the patient with this device system was seen for a routine check with nothing remarkable noted. Approximately two months later, the patient reportedly heard beeping tones emitted from the device. Upon interrogation, the device was observed to have entered safety core, with tachy therapy limited to a single zone. The patient denied having any recent medical procedures. Technical services was consulted and recommended device replacement. A revision procedure was planned and the device was expected to be returned for reliability analysis. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that a revision procedure was performed. This device was explanted and replaced. No adverse patient effects were reported during the procedure.